Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician thought that the implanted delta shunt was not flowing smoothly, so he decided to replace the shunt. During the revision surgery, the physician found that the replacement valve was not flowing csf when connected to the ventricular catheter, so the original valve was reimplanted into the patient. It was also reported that the patient's current status is normal.